Manufacturer narrative:
Vyaire complaint number (B)(4). At this time, vyaire has not received the suspect device/component for evaluation. If additional information is received, a follow-up MDR will be submitted accordingly.

Event description:
A customer contacted vyaire medical to report that the vela ventilator experienced vent inop, motor fault, circuit disconnect, low pip, low ve, alarms. At this time, it is unknown if there was any patient involvement or harm.